Manufacturer narrative:
E1: patient city: (B)(6). Patient country : egypt.

Event description:
Reference number (B)(4). Event occurred in egypt on (B)(6) 2024, patient was hospitalized due to high blood glucose level and diabetic ketoacidosis for 24 hours. The blood glucose was reported above 400 mg/dl and treated with injections and IV fluid. No further information available.